Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mom reported via phone call that her daughter experienced high blood glucose. The customer¿s blood glucose level from reported event was 494 mg/dl. Current blood glucose was 396mg/dl and in night it was 227mg/dl. The customer was treated with manual injection. The customer declined troubleshoot for high blood glucose value. The insulin pump will not be returned for analysis.